Manufacturer narrative:
Section e3: occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The coaguchek xs meter serial number was (B)(6) . Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. H3 other text : na

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter compared to an unknown laboratory method. On (B)(6) at 10:43 a.m. The patient had a meter result of 6.3 inr while the laboratory result was 4.1 inr. The patient's warfarin dose was held for 1 day based on the laboratory result. On (B)(6) 2023 at 9:18 a.m. The patient had a meter result of 5.0 inr while the laboratory result was 3.5 inr. On (B)(6) 2023 at 3:03 p.m. The patient had a meter result of 4.4 inr and at 3:07 p.m. The meter result was 4.3 inr while the laboratory result was 3.1 inr. On (B)(6)2023 at 2:13 p.m. The patient had a meter result of 4.2 inr and at 2:16 p.m. The meter result was 4.2 inr while the laboratory result was 2.8 inr. The time difference between all the meter measurements and the laboratory measurements was less than 1 hour. The patient's therapeutic range was 2.5-3.5 inr and the interval of testing is bi-weekly or more often as needed.